Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with shocks. Upon successful interrogation, it was found the patient received multiple inappropriate anti-tachycardia pacing (atp) and high voltage (hv) therapy. Programming changes were made. The patient was stable before, during, and after the incident.